Event description:
It was reported that a patient's vns was interrogated and seen with high impedance. The patient underwent full revision of their vns. The patient's explanted generator and lead were returned and have been received by the manufacturer. Product analysis of the returned lead was completed and the fracture condition was confirmed. This was identified to be a stress induced fracture. No other relevant information is available to date.